Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. Reportedly, the pump was experiencing short battery life with multiple batteries. The reporter noted that the battery compartment was cracked and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: a review of the black box indicated eight counts of drastic voltage drops leading to a ¿replace battery¿ alarm on (B)(6) 2016. Investigation revealed that the battery compartment was cracked, there was moisture corrosion in the battery compartment, and there was a battery compartment leak. The battery cap was able to secure properly and the pump powered on normally. The pump successfully completed ez-prime steps. All current draws were found to be within required specifications. The pump cover was removed and no further moisture was found. The complaint of a short battery life issue could not be duplicated on investigation.